Event description:
It was reported that the pump screen was frozen and unresponsive to customer interaction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information on how to reset the pump, and the customer was able to resume insulin therapy following the pump reset.